Manufacturer narrative:
The investigation of the reported event has been completed. The investigation has been performed based on log files analysis, replaced parts investigation and expert opinion. Log file analysis: checked log on sep 08, 2025, the system was powered off at 15:33:08 and log stopped at 15:35:19. No log was available for the mentioned event time 23:34. This confirms that the system was not powered on at this time. Siemens local customer service engineer (cse) did an on-site system inspection and identified that the image system ups (uninterrupted power supply) had been disconnected and bypassed by the customer technical department following the issue occurrence, then the system could start up normally. The engineer preventively replaced the image system ups and its signal cable. The image system ups is a battery-backed system, which provides emergency power in the event of main power supply failure. It is located between the system cabinet (main power supply) and the image system. If the image system ups is defective or with cable connection issue, the system startup will be affected. The replaced parts have been returned for further investigation. No defect was found on the replaced image system ups and its signal cable. No other abnormalities were observed for the system. The root cause could not be identified retrospectively. Therefore, it is unclear why or how the failure occurred. According to our expert opinion, the likely cause was physical cable connection issue at the event time and reconnection done during the ups bypassing process performed by customer. The service part consumption rate of the image system ups and the signal cable are in low and within the acceptable level. The system has been monitored for almost two months without any similar issue observed. No further actions are determined at this point in time.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A supplemental report will be submitted if additional becomes available.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis one system. The system would not start up prior to the beginning of an unplanned emergency patient procedure. The patient was relocated to a different medical facility to complete the procedure. We are unaware of any adverse effects on the health status of the involved patient.